Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 1 year and 9 months post implant of a 23mm sapien 3 valve in the aortic position via the transfemoral approach, the valve was ¿failing¿. Information concerning the patient symptoms and the exact failure was not provided. A valve in valve procedure is planned. No further information is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section b7: patient medical history; section h6: evaluation codes; section h10: narrative text. Medical record review revealed 1 year and 9 months post valve implant, tee indicated significant aortic insufficiency which appeared to be central, and ¿extremely trivial¿ paravalvular leak (pvl). The aortic valve area was calculated to be 0.72cm2 with a mean gradient of 47 mmhg. This was reported to be consistent with severe valve stenosis. The patient is currently being evaluated for a possible valve in valve procedure. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration is a potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the exact cause of the valve degeneration and subsequent central aortic insufficiency 1 year and 9 months post valve implant cannot be confirmed. Patient factors, in addition to the mechanisms listed above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: section h10: narrative text. Additional information received from the edwards lifesciences proctor/physician indicated the case was discussed with the implanting physicians. Review of the case notes and imagery indicated the valve implant was ¿a bit too low¿ and asymmetrical; however, this did not affect the valve paravalvular leak (pvl). The pvl was determined to be trace/mild and may have been the same as at the time of implant but cannot be confirmed. The central leak was determined to be trace. The sapien 3 valve was ¿underexpanded¿ at 21.5mm average. A valve re-dilation is planned for the sapien 3 valve. If the valve fails, a new sapien 3 valve will be implanted during a valve in valve procedure.